Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the left ventricular lead exhibited high thresholds in all configurations. The device was reprogrammed to ddd right ventricular mode only. The patient was in good condition and would undergo routine follow ups.